Event description:
Event description guidant received info that this implantable pulse generator (ipg) demostrated a loss of atrial sensing and atrial capture, as well as a bipolar atrial lead impedance of >2500 ohms. During an invasive procedure, the impedance was normal when tested with a pacing system analyzer (psa), but when the lead was reinserted into the device, the impedance was once again >2500 ohms. Previous follow-ups displayed a rise in bipolar atrial impedance over the past sixteen months, while the unipolar impedance has remained normal. The device was explanted and a new device was successfully implanted using the chronic leads.

Event description:
Cpi received info that this implantable pacemaker (ipm) exhibited high impedance in the atrial channel.